Event description:
Additional information was received from a manufacturer representative (rep) reporting that the rep saw the patient last week and were able to connect to the device and start the recharge process. The rep instructed the patient again on how to recharge their device. It was reported that the patient was elderly and they were having some difficulties understanding the process. The rep stated that they believed the unit was working correctly and the patient now understood how to recharge their device. It was reported that the physician was aware of the issue. This was all of the information that they had at this time. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient was still having difficultly being able to communicate with their recharger for their spinal cord stimulator (scs) system due to the close proximity of their interstimulation device. The rep indicated that they were going to meet with the patient again tomorrow to try and help them through the process. No further complications were reported/anticipated.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient was just seen on monday with the clinical specialist. The representative was able to get the spinal cord stimulator (scs) to connect to the programmer via the recharge option, as the antenna location screen came up. They were able to get the patient to begin charging their device but the representative have not met with them again to see of the stimulation was causing an increase in discomfort in their bladder. The representative noticed that if the bladder stimulator was turned off and they began to recharge their scs device, the controller would not communicate with the bladder stimulator battery. They could get coupling with the scs recharger while the bladder stimulator was on. The representative still did not know the cause of the issue or if it has been resolved. The physician was aware of the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that an interstim device was implanted close to their spinal cord stimulator (scs). The rep stated that the patient didn¿t know how to use their smart programmer for their interstim device. It was indicated that there was an inadvertent change in the patient¿s interstim therapy. It was reported that the stimulation of the patient¿s interstim device increases when the patient¿s scs device is turned up. The location of the increased stimulation was in the patient¿s bladder. Troubleshooting already performed was they tried to use the patient controller but the patient¿s scs ins was depleted. It was indicated that the issue was intermittent. No traumas or falls were related to the issue. The caller attempted communication with the clinician programmer with no response. The caller denied use of the smart programmer as the rep was not an interstim rep. It was reviewed that the scs and interstim rep could meet to help determine any issues with the systems. The change in therapy/symptoms were considered sudden. The issue of the stimulation inadvertently turning up intermittently began in (B)(6) 2019. No further complications were reported/anticipated.